Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during attempted implant of the lead it seemed to stretch unusually. It was also noted that the patient's anatomy was very tight around the clavicular region and the pectoral fascia very fibrosed. Therefore the physician opted to discard the lead and implant a new lead. No patient complications have been reported as a result of this event.